Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 309-316 mg/dl. Reportedly the customer used supplies beyond labeling. Customer gave a bolus and changed supplies to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.